Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Patient was hospitalized from (B)(6) 202016 for increased shortness of breath. During the course of the stay, his diagnosis was acute decompensation of chronic congestive heart failure, combined systolic and diastolic heart failure with a nyha class IV which improved to iii, dilated cardiomyopathy, atrial fibrillation, and stage 3 chronic kidney diseases. The patient was found to be profoundly hypotensive and in pre-cardiogenic shock. Patient¿s condition was improved with treatment and discharged home on (B)(6) 2016. The patient was admitted to hospice care on (B)(6) 2016 with a life expectancy of less than 6 months if the terminal illness ran its course. The patient was seen in the clinic for follow-up device check on (B)(6) 2016. Patient had been doing fairly well since the hospitalization. Patient had moderate baseline shortness of breath but was doing well otherwise from a cardiac standpoint. The device was found to be functioning normally at that time. During the course of hospice care, beginning on (B)(6) 2016, the patient¿s health declined as the terminal illness progressed. The patient expired at home on (B)(6) 2017 with the cause of death being complications from congestive heart failure.